Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a failure code 808:02; this condition had the potential to interrupt delivery. This condition was found in the surgery department during programming/setup. There was no reported patient involvement, patient injury, medical intervention, or adverse event in association with this event. The software version is currently unknown at this time. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 808:02 was confirmed by service. This condition was caused by a defective pump head module (phm). The phm was replaced to fix the reported problem. Additional information: this involved a remediated colleague 2006 infusion pump with user interface module master software version 5.09.90.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.